Manufacturer narrative:
Based on the returned device fixed awl and the reported event, it is likely that the distal tip expierenced loading that exceeded its mechanical strength during use. A potential contributing factor to this failure was likely off-axis loading. It is hypothesized that the device may have been used at a steep angle, which could have misaligned the applied force along the shaft and introduced off-axis, levering force at the dital tip. Additionally, higher insertion resistance (e.g. Dense/hard bone) and normal wear from repeated use may have further increased the stress on the distal tip and contributed to the fracture.

Event description:
It was stated, "it broke in the vertebral body while being inserted to make the pilot hole for the screw. Yes the broken piece was removed by heavy needle driver"